Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis:pain from hardware that was implanted from previous surgery procedure: quad rod procedure levels implanted: t10-illiac it was reported that post-op, set screws backed out from the top screws and the rod disengaged from the tulip. Patient suffered with pain and pseudoarthorosis as a result of the backed-out set screws and rods. The bent rods were pushed back into place and new set screws were placed in the tulips during revision surgery.

Manufacturer narrative:
Product analysis results: visual microscopic visual and microscopic examination revealed thread crest/flank damage; this damage appears to have initiated at or near the start of the thread and is evident around the damaged portion of the thread. Functional evaluation with sample bone screw revealed the set screw was still able to be fully engaged despite the thread damage. The above observations are consistent with misalignment of the bone screw and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.